Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they received medical treatment as a result of the site issue. Customer¿s blood glucose was 130 mg/dl at the time of incident. Site was bleeding. The customer was assisted with troubleshooting. The sensor will not be returned for analysis.